Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). The physician reported that the patient presented with chest pain and increasing thresholds. The physician believes that the lead perforated the right ventricle and opted to replace the lead. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.